Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event. The fse performed troubleshooting with the customer and found the wiring for the dispense lane heater was defective. The dispense lane was replaced and dispense lanes were aligned. However, dispense lane home errors began to occur as the customer was running quality control. The fse evaluated and found that the guide on the seal breaker assembly was hitting the dispense lane. This was adjusted for dispense lane travel with no interference. The customer was able to run samples without any errors. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the error 3100 waiting for temp to stabilize was due to defective dispense lanes

Event description:
On (B)(6) 2015, a customer reported error 3100 waiting for temp to stabilize with their aia-1800 analyzer. Technical support advised the customer to repower the instrument but it did not resolve the issue. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting beta hcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.